Manufacturer narrative:
Analysis of the leads found no anomaly.

Event description:
It was reported the leads were never implanted. It was stated the leads were not stimulating properly during the operating room insertion. It was noted the leads were replaced and the issue was resolved. Reportedly, the patient was not having any stimulation during the implantation.

Manufacturer narrative:
Concomitant products: product ID 388928, lot# 0206948981, product type lead; product ID 388928, lot# 02 05447075, product type lead. (B)(4).